Event description:
Epidural pump shut off randomly after flashing random numbers. Nurse restarted the pump, looked to be fully charged and plugged in. Nurse switched the outlet just in case and still same issue happened again. Nurse changed out entire epidural pump. Pump displayed system fault error code 46440. Manufacturer response for neuraxial administration set - intrathecal delivery, cadd (per site reporter). It was recommended by ICU medical to send the cadd solis for repair being that system fault 46440 can't be diagnosed by phone or by an ICU medical field technician.